Manufacturer narrative:
Sc-1132 (B)(4). Device evaluation indication that the ipg passed the functional test and revealed no anomalies.

Event description:
A report was received that the patients ipg would not hold a charge. The patient underwent an ipg replacement procedure.

Event description:
A report was received that the patients ipg would not hold a charge. The patient underwent an ipg replacement procedure.